Manufacturer narrative:
(B)(4). Batch # n5759r: additional information requested and received: how was the device removed from the tissue? Device was removed through trocar in a closed way. Firing trigger was the one which was not working properly/stuck and did not let the reload to fire. The analysis showed that the ats45 device was received with no apparent damage and with two reloads, no loaded in the device. Cartridges b and c, the reloads were received partially fired and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape.

Event description:
It was reported that during a gastric bypass procedure, six firing were completed with the reloads working perfectly but on the seventh it got stuck; meaning the stapler did not give any chance to fire; the handle was stuck. The surgeon took another reload because he thought that it was because of the reload, but the eighth reload also did not work as the handle of the stapler cutter was stuck and did not move at all. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.